Event description:
It was reported that the patient lost stimulation. The loss of stimulation occurred at the end of (B)(6). It was thought that this was in association or around the time that the patient was flying and went through a new airport security screener. Impedances were checked. A short was found. The patient's device was programmed around the short with "good results." It was unknown at this time what specifically caused the short.

Manufacturer narrative:
Product ID, 748925 serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 7434a serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3887-33 lot# v140788, implanted: 2009 (B)(6), product type lead product ID, 3887-33 lot# j0417958v, implanted: 2005 (B)(6), product type lead. (B)(4).